Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump was emitting multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/24/2014 with the following findings: a review of the pump¿s black box history showed that multiple cs 127 call service alarms were recorded on (B)(6) 2014. The returned battery cap was able to be secured to the pump and was able to maintain an electrical connection with the pump. During testing, no call service alarms occurred. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked at the case seal. Also unrelated to the complaint, evaluation revealed that there was moisture corrosion on the printed circuit board, force sensor flex pins, and reference voltage circuit. The complaint that the pump was emitting multiple cs 127 call service alarms was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).